Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and experienced low blood glucose while on the call. The customer's blood glucose was 125 mg/dl at the beginning of the incident. The customer was calling about an insulin flow blocked alarm during a bolus. The customer experienced symptoms such as being unresponsive and incoherent during the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. The insulin pump will not be returned for analysis.